Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 56 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. The customer required assistance from parent to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.